Event description:
It was reported that the customer received no delivery and motor error and motor position encoder error alarms on her insulin pump. She was advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was stuck in motor error loop. The history file was overwritten. No unexpected count down or display anomaly noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further testing possible due to motor error alarms. The insulin pump was received with minor scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked reservoir lip.